Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the display screen was found to be dim/faded and discolored. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from below the finger pad and extended down to the primary seal. There were no power loss issues observed during investigation. There was no evidence of moisture damage observed in the battery compartment. Also unrelated to the complaint, evaluation revealed that the pump¿s vibrations were not functioning. The pump was opened and the vibration motor was found to be inoperable.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.